Manufacturer narrative:
Final analysis found only a partial lead, the connector portion, measuring 3.8 cm was returned. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was cardiopulmonary arrest, hypotension, pneumonia and influenza a. No additional information could be obtained.